Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set detached at the planecta sampling site. Another device was used to complete the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process.